Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch off.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).the device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the 2nd april 2015.the user first installed the pad-pak on the 8th april 2015 and performed to specification up to the 28th february 2016. Multiple manual power ups of ten minutes duration were recorded between the 5th march 2016 and 16th march 2016. The returned pad-pak was installed and the device successfully passed a self-test. A test pad-pak was inserted into the device and the device passed a self-test. A test shock was delivered without fault and an acceptable measurement was recorded. Corrosion on the membrane tail resulted in the ten-minute manual power ups recorded. The measurements taken during the investigation would confirm the failure of the original membrane. The fault could not be replicated with a good membrane installed. The corrosion on the membrane tail would indicate the device had been stored in adverse conditions. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions.